Event description:
It was reported the patient experienced ineffective stimulation. The physician was unable to place the lead due to the patient¿s anatomy from scoliosis and the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.